Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument jaws would not open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and was driven on a da vinci in-house system, but intuitive motion was not being experienced. There was little or no movement output (grip open/close) when commanded by the master tool manipulator (mtm). Grip remained stuck and it would not fully open or close. Manual input of the thumb lever also did not move the grip to open and close position. The complaint regarding the vse instrument jaws would not open was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa) and initial fa was confirmed. The vessel sealer extend (vse) instrument grips would not open when the grip open lever was actuated manually or via the surgeon's console. The instrument housing was removed and it was found that the grip ring was dislodged, which is related to the primary finding of grips not opening. The grip ring was dislodged due to a loose set screw. The grip ring was readjusted, set screw was tightened and the grips opened and closed without any issues.

Event description:
Refer to h10/h11 for follow-up information.